Event description:
It was reported to vyaire medical that the avea ventilator insp (inspiratory) hold button is not bouncing back like it should after being pressed. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
Result of investigation: vyaire medical receive unit without cable assembly uim )user interface module) to ventilator. Installed uim (user interface module) into a known good unit attempted to power into user mode but the unit failed with a white screen. Disassembled uim (user interface module) to thoroughly inspect internal pcb's (printed circuit board), cables and connectors. Found dry fluid was found between the membrane switch, overlay, and behind the front bezel causing the insp hold button stuck. As a resolution, install new assy cover rear uim ref , assy bezel front uim ref, membrane switch iii monitor , cable assy, plate arm adapter, overlay graphics uim avea ii 1. Run-in per 12 hours and perform final testing per avea service manual.